Event description:
New information received noted the atrial lead continued to exhibit low pacing impedance which caused the device battery estimation to lower. No intervention was reported. There were no patient consequences.

Event description:
It was reported that the patient presented with low out-of-range pacing impedance exhibited on the right atrial (ra) lead. No intervention was performed. There were no patient consequences. Assurity tendril.